Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a shock. Technical services (ts) reviewed the stored episodes and determined that no shock was delivered on the reported date. However, oversensing was observed in the right atrial (ra) channel, which led to the inappropriate storage of atrial tachy response (atr) episodes. No adverse patient effects were reported. This crt-d remains in service.